Event description:
It was reported by the customer that a pyxis medstation es system had a hardware failure. The customer stated that the device had a failed hardware and showing "requires maintenance". The technician triaged and rebooted machine but unable to recover causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a hardware failure. The field service engineer found a medication jam behind drawer and sensor caused the problem. The fse removed jammed medication to resolve the issues. The system functioned as intended after the field service engineer troubleshooted the device.